Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the cortical screw stripped while being inserted into a right mtp fusion plate.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the mishandling of the device. The returned device presents significant damage to the screw-head due to high deformation, missing material - which could have led to an inability to screw with the plate. Screw-head interface at which screwdriver comes in contact is heavily damaged, representing the application of excessive mechanical force while tightening. Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the cortical screw stripped while being inserted into a right mtp fusion plate.